Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, which confirmed the reported failure. The root cause could not be identified. However, the investigation suggests the most probable cause was component failure due to a faulty cable or connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head gave error code. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.